Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following the procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion on the anterior wall of the heart. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.